Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, and a review of labeling. No adverse trend was identified for the customer's issue. No return patient sample was available. Historical performance of the reagent lot was evaluated using world wide data. The patient data was analyzed and within established control limits. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed falsely depressed results while using clinical chemistry total bilirubin reagents. The following data was provided for the same patient. Specimen 2 : tested (B)(6) 2018 11:13 p.m. 2.3 mg/dl, repeated (B)(6) 2018 using the same analyzer 12.0 mg/dl, using a different analyzer 11.3 mg/dl . Previous and subsequent specimens were higher. Specimen 1 tested (B)(6) 2018 11:33 a.m. 9.4 mg/dl ; specimen 3 tested (B)(6) 2018 06:33 a.m. 12.8 mg/dl ; specimen 4 tested (B)(6) 2018 07:18 a.m. 13.4 mg/dl . No impact to patient management was reported.